Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported that they are at the end of treatment and their aligners have not moved their teeth at all. The patient sent in a video showing the clicking sounds in the video are not their molars but are the two teeth on their right side they have been trying to describe. It's their top right k9 and the bottom k9 that's at an inward angle that's slated to move forward. The patient stated that presently they are still in #8. Whenever they remove them in the morning the teeth in question hit more but throughout the day, they shift so it's less obvious.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.